Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was booting up to an alarm 76 (non-recoverable system error. It was also failing calibration for low flow. Mss discussed that the manifold harness would need to be replaced.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as reported issue was unconfirmed. The device was evaluated and the low flow issues were unconfirmed stable flow of 1.8 l/m and a good -7.0 psi reading in bypass mode was observed. No repairs needed. It was also reported that the device was booting up to an alarm 76 (non-recoverable system error)the device went through the pm program. The manifold harness was replaced. Serviced the mixing pump and circulation pump. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold, coin cell was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was booting up to an alarm 76 (non-recoverable system error. It was also failing calibration for low flow. Mss discussed that the manifold harness would need to be replaced.